Event description:
Edwards received notification from our affiliate in australia. As reported, this was a case of an implant of 23mm edwards sapien 3 ultra transcatheter heart valve in the aortic position by transfemoral approach. During the procedure, while advancing the commander delivery system, difficulties were found on initial insertion in the esheath approximately 5-10cm. Despite the difficulties, the procedure continued and the sapien 3 ultra valve was successfully deployed. At the end of the procedure, upon femoral run off, it was noted that there was extravasation of contrast. Digital pressure was applied and a vascular surgeon was contacted. Further femoral run off shots showed no further extravasation and a retrograde dissection in the reia. This dissection was not flow limiting and it was decided to just leave it alone as it didn't require intervention. The patient remained normotensive throughout post procedure. However, the patient passed away on pod1. As per medical opinion, the root cause of the event is related to the small vessel diameter and patient's age.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Returned patient imagery was evaluated and the following was observed: undersized vessels (14f esheath requires minimum luminal diameter equal to or grater than 5.5mm) seen in patient's access vessels. Calcification seen in patient's access vessels. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty advancing through sheath was unable to be confirmed without the returned device or procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per complaint details, ''during procedure, while advancing the commander delivery system difficulties were found on initial insertion in the esheath approximately 5-10cm. Despite difficulties, the procedure continue and the sapien 3 ultra valve was successfully deployed. As per medical opinion, the root cause of the event is related to the small vessel diameter and patient's age.'' Returned patient imagery showed undersized vessels in the patient's access vessel. Calcification was also present near the bifurcation, but this is unlikely a potential cause as the resistance was experienced in the ''initial insertion in the esheath''. Per the IFU/training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. As such, available information suggests that patient factors (undersized vessels) may have contributed to the complaint event. No labeling/IFU deficiencies were identified. A product risk assessment (pra) has been previously initiated to capture the product risk assessment. Since no edwards defect was identified, no corrective or preventative action is required. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an 14fr sheath is 5.5 mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.